Event description:
This case was initially received via regulatory authority (B)(6) - health authorities in (B)(6) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoantibody positive ("auto-antibodies"), dyspnoea ("shortness of breath"), fatigue ("fatigue"), arthralgia ("joint pain") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, autoantibody positive, dyspnoea, fatigue, arthralgia and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, autoantibody positive, dyspareunia, dyspnoea, fatigue and premenstrual syndrome with essure. The reporter commented: date of device placement (B)(6) 2014, date of event onset (B)(6) 2014 (discrepant information). Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had dyspareunia. The device was removed approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and the event is not clear (discrepant dates provided). Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoantibody positive ("auto-antibodies"), dyspnoea ("shortness of breath"), fatigue ("fatigue"), arthralgia ("joint pain") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, autoantibody positive, dyspnoea, fatigue, arthralgia and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, autoantibody positive, dyspareunia, dyspnoea, fatigue and premenstrual syndrome with essure. The reporter commented: date of device placement (B)(6) 2014, date of event onset (B)(6) 2014 (discrepant information). Quality-safety evaluation of ptc: lot number: c51342 production date: 02-may-2014 expiration date: 31-may-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had dyspareunia. The device was removed approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and the event is not clear (discrepant dates provided). Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On the same day, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoantibody positive ("auto-antibodies"), dyspnoea ("shortness of breath"), fatigue ("fatigue"), arthralgia ("joint pain") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, autoantibody positive, dyspnoea, fatigue, arthralgia and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, autoantibody positive, dyspareunia, dyspnoea, fatigue and premenstrual syndrome with essure. The reporter commented: date of device placement (B)(6) 2014, date of event onset (B)(6) 2014 (discrepant information) . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: dyspareunia. The analysis in the global safety database revealed 77 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: c51342 production date: 02-may-2014 expiration date: 31-may-2017 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2017: no further information was provided despite follow up attempts. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.